Event description:
It has been reported to philips that allura system disk space was low. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnostic procedure, and the procedure got delayed for 10 minutes. The philips field service engineer (fse) inspected the system onsite and confirmed that the system disk space was low. Review of the system log file showed that the image disk full and lateral image processing pc (ippc) hard disk post failed. The fse reconnected the ippc hard disks, downloaded the ippc software and recreated the image store. After reconnecting the ippc hard disks, installation of the ippc software and recreating the image store, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.